Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a fractured catheter is confirmed, and the cause is determined to be use-related. The device returned was one 4 fr s/l groshong nxt catheter. Visual observation found that the catheter was returned in two pieces, apparently having broken at its junction with the distal end of the strain relief of the two-piece connector, which was assembled. Some wear was apparent on the text appearing on the extension leg and extension leg oversleeve. The depth marks from 5-cm to 44-cm were visible on the distal catheter segment. A damaged section of the catheter was found between the 16- and 18-cm depth marks, which appeared wavy at this point. Microscopic evaluation found what appeared to be an obstruction in the area of the kinked section of catheter. Functional testing found that neither the distal end of the catheter nor the proximal end were patent to infusion. Tactual evaluation confirmed the waviness of the section between the 16-cm and 18-cm depth marks. Dramatic tensile weakness was found within about the most proximal 2 cm on the distal catheter segment, from about the 42-cm depth mark to the 44-cm depth mark. After pulling on this end of the catheter, the tip curled. Microscopic evaluation found the distal and proximal break surfaces to be granular, and, in certain areas of the surface, uneven. The nature of the fracture in the catheter, being granular and partly uneven, along with the dramatic tensile weakness just distal to the break, indicates a probable tensile break. This device, according to the report, was in place over 1 month before the complaint event occurred and/or was discovered. The tensile damage therefore occurred during use. This complaint is use-related, and may have occurred due to such events as catching the catheter on and pulling away from an object. History review (lhr) of rezi1023 showed one other similar product complaint from this lot number.

Event description:
It was reported by nurse that the patient underwent indwelling PICC operation after the glioma operation. The groshong PICC was placed into the patient's body under ultrasonic guidance. It was found that the catheter had been fractured during hospitalization of the patient more than 1 month after the indwelling PICC operation, which was reported to the head nurse by the operational nurse. On 02/23/2017 - evaluation found a complete catheter break.